Event description:
According to the report, bioglue was used in a neurosurgical procedure and the patient possibly had an allergic reaction. The patient was subsequently diagnosed with stevens-johnson syndrome.

Manufacturer narrative:
According to the report, bioglue was used in a neurosurgical procedure and the patient possibly had an allergic reaction. The patient was subsequently diagnosed with stevens-johnson syndrome. Additional information was received stating that bioglue was used in a neurological procedure in conjunction with tissucol. The patient experienced a potential allergic reaction that was originally diagnosed as stevens - johnson syndrome (sjs), but is now reported to be "clinically very well." Therefore, this event was of no medical interest to the complainant. With the limited information available, no definitive conclusions can be made regarding this event. Twenty-five to fifty percent of sjs cases have an unknown etiology. It appears that the disease was self-limited in this case as the distributor states that the patient is "clinically very well." There have been no previously reported cases of sjs associated with bioglue use. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, bioglue was used in a neurosurgical procedure and the patient possibly had an allergic reaction. The patient was subsequently diagnosed with stevens-johnson syndrome.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.